Event description:
The reporter stated the surgeon inserted a competitor's lens, but the lens was torn by the injector. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The patient's current prognosis is excellent.